Event description:
Patient reported their bottom teeth have not aligned straight as they are supposed to be. They also reported the upper aligner cutting their lip. Provided hh tips, warm water tip, to file the aligner where it is cutting their lip, and updated photo. If they are ready for their upper retainer.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.